Manufacturer narrative:
Engineering evaluation summary: the primary reported inability to unconstrain the proximal end of the device after the first stage of deployment is consistent with observations made during evaluation of the provided clinical image; however, the state of the device handle is unknown at the time of the image. A specific cause for the reported inability to unconstrain the proximal end could not be identified among the potential factors including patient anatomy, the procedure, and the device. The cause for the reported inability to unconstrain the device after the first stage of deployment could not be established with the available information. Imaging evaluation summary: the images received cannot be used to perform a full imaging evaluation. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the available images provided for review. Gore cannot make conclusions or guarantee the images provided are accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. The image provided shows the proximal end of the device is not fully deployed. Unable to confirm if there was any anatomical challenges that may have contributed to the event. "There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device."

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. "There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular procedure in zone 9- infrarenal to treat an abdominal aortic aneurysm utilizing a gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg conformable) and two gore® excluder® aaa endoprosthesis (contralateral leg and iliac extender). Reportedly, after deploying the first stage of the conformable trunk ipsilateral leg deployment sequence, the most proximal stent never reached its intended diameter of 100% opened. The rest of the main body stent graft rows appeared to reach the correct 70% diameter. There were no issues with the deployment line or resistance felt. Despite efforts to mitigate by using the constraining dial and re-positioning of the device, the issue did not resolve until the physician completed the second stage of deployment and the proximal stent graft fully opened to its intended diameter by end of the procedure. There were no patient anatomical challenges that prevented the opening of the proximal stent graft and patient tolerated the procedure.